Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and associated transvenous pacing lead exhibited fluctuating impedance measurements shortly after a device replacement procedure. Impedance measurement is currently >3000 ohms, and the lead no longer captures. No noise was present on the electrograms. A guidant technical services consultant discussed a possible connection or setscrew issue, as well as a possible lead issue. Boston scientific received new information in (B)(6) 2010. The field representative was requesting lead specifications as it was believed to be fractured.

Manufacturer narrative:
During the routine device replacement in (B)(6) 2010, the atrial lead was tested with the pacing system analyzer (psa) and normal lead measurements were observed. It was then suspected that the out of range pacing impedances on this atrial lead was due to a connection issue with the explanted device. The lead remains in service and in use with the new device. No adverse patient effects were reported. The explanted device has not been returned. This report will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All setscrews moved freely and all seal plugs were intact. An is-1 lead was inserted into the atrial port of the device, the setscrews were tightened, and the lead could not be pulled out. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Manual pacing impedance testing produced normal measurements. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--

Event description:
--

Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.